Event description:
It was reported by the patient that they had to have their "defective lead" explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: a distal portion of the lead was received measuring 50.5 cm. Analysis was performed and no anomalies were found, visual summary analysis of the lead indicated apparent explant damage. Concomitant medical products: product ID d154awg implanted: 2007-(B)(6). (B)(4).